Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that upon sensor removal, sensor wire was missing. Patient believes that sensor may still be inside her skin since she is able to see a small tip protruding out. Patient states that she experiences no discomfort and no pain at the insertion site. At the time of her call to dexcom technical support, patient reported that she was feeling fine.

Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.